Manufacturer narrative:
As the lot number for the device was provided, a device history review was performed. The original sample was not available for return however, received one sealed lot samples for inspection, the presence of plastic foreign material was confirmed and filling failure was confirmed. Due to the limited information provided, a definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp017g biopsy probe initially had no specific failure, then was later found to have foreign material and filling problem. This information was received from one source. The alleged failure mode had no patient involvement. Age, weight, and gender of the patient was not provided.